Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A senior surgical technician reported that there were continuous bubbles in the irrigation line. No harm or injury to the pt was reported.